Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00531 / 00533).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2012 for an unknown reason. The cup, modular head and taper insert were removed and replaced. No further information has been provided to date.